Event description:
It was reported that a variation in atrial signal amplitude and intermittent loss of atrial sensing were noted on both the real-time and stored electrograms. Loss of atrial sensing was recreated when the patient extended his left arm to the side. Lead impedance of 105 ohms was also noted. Low impedance was first observed in february 2007, at that time, the lead was to be monitored.

Manufacturer narrative:
No medwatch form was received.